Event description:
During the procedure, the surgeon noted that the instrument was not opening and closing correctly. The jaws did not lock on tissue. The instrument was removed from the field and a new instrument was utilized without issue. It is unknown if the new instrument was of the same or a different lot. There were no adverse affects to the patient.